Event description:
New information notes that the lead was capped and replaced on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained ventricular oversensing was observed. It was noted that intermittent loss of capture on the patient's rv lead was observed since (B)(6) 2017. The patient has not reported any symptoms. The physician evaluated the patient and scheduled the patient for lead replacement. No further information provided.